Event description:
The facility reported that the pt was in the operating room for single vessel bypass. The pt had a history of abdominal aortic aneurysm (aaa) repair. An iab was inserted on (B)(6) 2010. The doctor reported a difficult time advancing the iab and there were multiple "check iab catheter" and "leak in circuit" alarms. No pressure signal could be obtained and there was no augmentation of diastole when pumping. The pt had a radial arterial line in place. The doctor also reported difficulty was encountered removing the gli. On a f/u call the physician stated the iab was still in place but not pumping and that he would discontinue the iab tomorrow. The datascope rep informed the physician that the iab should be discontinued asap. The physician discontinued the iab at that time without incident and the pt was stable. The single bypass was completed.

Manufacturer narrative:
During a visual exam, the tech observed one kink in the inner lumen located 27.2 cm from the tip. It is difficult to determine when a kink occurs however when there are difficulties encountered during the insertion it is possible to kink the inner lumen. The iab functioned normally during all other testing. The product was returned to datascope on oct 11, 2010 and sent out for sanitization. We received the product back from sanitization on oct 25, 2010 and learned for the first time that, on (B)(6) 2010, the pt expired but the customer said they "do not know if this event caused death." The customer ultimately provided further info on nov 30, 2010 during a phone call. The customer reported the pt was very critical on (B)(6) 2010 and the pt died the following day on (B)(6) 2010. The customer said they "did not know if this event caused the pt death, but, the pt was very critical."